Manufacturer narrative:
G4: 06oct2020 b4: (B)(6) 2020 central processing unit (cpu) printed circuit board assembly (pcba) assembly was returned for evaluation. Visual inspection of the customer returned central processing unit (cpu) printed circuit board assembly (pcba) assembly revealed the power hours received were 3576, ls1 has no date code, and no anomalies noted. A failure investigation (fi) technician installed the central processing unit (cpu) printed circuit board assembly (pcba) assembly into a fi ventilator to duplicate the reported issue of a 35 v fault and serial peripheral interface (spi) bus failure. The fi technician identified the reported problem could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30apr2020.

Event description:
It was reported that the unit declared a "vent inoperable" error. The device was in use at the time of the event; however, there was no patient harm reported. The nurse noticed that the unit's screen went black and removed the patient from the unit. The respiratory therapist attempted to troubleshoot the issue but was unable to repair the unit. The unit w as then removed from service pending repairs. The facility biomedical engineer reported that the unit will power on in diagnostic mode but was alarm and the light emitting diode (led) indicator was flashing. The unit declared multiple failures indicative of a 35 volt failure and a serial peripheral interface (spi) bus failure. The biomedical engineer also noted that the voltages were very high; however, the pneumatic screen voltages displayed zero. The date and time stamps, operating hours and software options were also zero. The blower was also not running. The biomedical engineer disconnected the battery and there were no changes. The biomedical engineer was advised to replace the battery as well as the power management board and central processing unit (cpu) board. The manufacturer's field service engineer (fse) later performed onsite troubleshooting and verified the reported issue and confirmed the errors via the device report. The fse replaced the cpu board and the issue was resolved. The unit passed performance verification testing.